Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter. Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the primary packaging of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter was damaged prior to patient contact. A small hole in the back of the package was observed during inspection. No adverse effects have occurred as a result of this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H6 ¿ method code: (4114) device not returned. Investigation - evaluation. A review of the documentation including the complaint history, device history record (DHR) and quality control, as well as visual inspection of images provided of the device, was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, images of the complaint device were provided to cook for analysis. The photos confirm a tear in the packaging within the sterile barrier, with the seal complete. There is no evidence suggesting that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. A review of the DHR for the complaint device lot (ns9769289) records no non-conformances. A database search found no other events associated with the provided complaint device lot. There is no evidence to suggest that non-conforming product exists either in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause was traced to transport/storage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.